Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and myocardial infarction as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other absorb device referenced is being filed under a separate medwatch report. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the patient presented with long term heart discomfort. The procedure in (B)(6) 2016 was to treat a lesion located in the left anterior descending (lad) artery. An unspecified absorb scaffold was implanted. After the procedure the patient recovered well with no adverse effects. On (B)(6) 2017 the patient reported heart discomfort and underwent a thallium (nuclear) scan. An inferior myocardial infarction was discovered. The patient was admitted for a percutaneous coronary intervention and a 3.5x18mm absorb scaffold was implanted for treatment. Post-dilatation was performed and a perforation occurred. The patient was transferred to another hospital and underwent a small operation to repair the perforation. There was no more bleeding but heart function was already severely damaged. The patient was placed on extracorporeal membrane oxygenation (ECMO) to survive. The next morning the patient's vital signs were critical due to severe hemopneumothorax of the right lung and intubation was performed. The patient's face was very swollen reportedly due to the perforation. The patient died on january 8, 2018 reportedly due to acute renal failure and multiple organ failure. No additional information was provided.